Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. Initial reporter zip code is not indicated at this time. (B)(4)

Event description:
A surgeon reported that a patient experienced toxic anterior segment syndrome (tass) with 4+ anterior chamber inflammation in the right eye five days following a cataract removal with intraocular lens (iol) implant procedure. The patient was given a subconjunctival corticosteroid injection, antibiotic and steroid eye drops, and carbonic anhydrase inhibitor with beta-adrenergic receptor blocking agent eye drops. The patient's symptoms improved on (B)(6)2017; however, the patient's symptoms restarted and the patient presented with blurred vision on (B)(6)2017. A posterior sub-tenon's corticosteroid injection was performed and the patient was again given antibiotic and steroid eye drops. The patient's symptoms resolved on (B)(6)2017.